Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed snake wrist cable at the distal end. The frayed strands stuck out at the instrument's wrist. Other cables at the snake wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed snake wrist cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, broken wires were identified on a maryland dissector instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.